Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer could not complete the fill cannula step. The customer stated they might have exited the load menu after completing the cartridge change and fill tubing step. During troubleshooting with tandem customer technical support (cts), the customer attempted to reload the same cartridge. Subsequently, the customer received a minimum fill notification. Reportedly, the cartridge was initially loaded with 150 units of insulin. Cts assisted the customer with loading a new cartridge onto the pump and the customer resumed insulin successfully. The customer's blood glucose level was 97 (mg/dl) at the time of the event.